Event description:
The customer reported that when the device was to be put into application for a pt monitoring. It was unable to be used, displaying a solid red x. Another device was substituted. There was no adverse pt impact. The device then hung/locked up after completion of the user initiated operational check.

Manufacturer narrative:
(B)(4). The customer reported that when the device was to be put into application for a pt monitoring. It was unable to be used, displaying a solid red x. Another device was substituted. There was no adverse pt impact. The device then hung/locked up after completion of the user initiated operational check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.